Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 was failed. A field service engineer inspected the tower door and identified a software glitch causing a ghost failure. Successfully forced a tower failure and rebooted the station using troubleshooting techniques. This allowed the door to appear under recovery storage space, enabling the customer to recover storage space. Verified that the customer was able to successfully recover storage space through the user application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed but does not register as failed to recover, door was unable to be opened, and the inventory of items within the door could not be accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.